Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived partially deployed in pod state 15 with both first and second prime completed. No timeouts or drive stalls were observed in the data. The hard cannula was observed in the soft cannula outside the bottom housing window. Once the pod was opened, the needle was observed to be outside the slide retract. Damage was observed in the slide retract, indicating incorrect installation of the formed needle into the slide retract. Blood was observed in the formed needle. The incorrectly installed hard cannula can be confirmed as the cause of the needle did not retract event and the infusion site event.